Event description:
It was reported that the temperature probe yanked out while moving the arctic sun device. Now temperature would not read and the arctic sun device would not start. Confirmed proper outlet. It was explained that likely the temperature cable was broken and advised getting another temperature probe and sending this one to biomed to facilitate ordering a new one. Per follow up via nurse on 13oct2020, they replaced the temperature cable and the issue still persisted but when they replaced the foley, the issue was resolved. Therapy was completed and the device was kept in service.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿sensor wire too weak¿. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex temp-sensing catheter product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature probe yanked out while moving th arctic sun device. Now temperature would not read and the arctic sun device would not start. Confirmed proper outlet. Explained that likely the temperature cable was broken. Advised getting another temperature probe and sending this one to biomed to facilitate ordering a new one. Per follow up via nurse on 13oct2020, they replaced the temperature cable and the issue still persisted but when they replaced the foley, the issue was resolved. Therapy was completed and the device was kept in service.